Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device did not alert the patient to change the insulin cartridge resulting in elevated blood glucose levels. The patient's blood glucose results were "13.0 to 17.0 mmol/l". The patient started to feel "unwell" and he went to the hospital. The patient's ketone level was 20. The blood glucose results at the hospital were not provided. The patient was treated with an IV for hydration, paracetamol, and potassium. The patient was released from the hospital on (B)(6) 2019.